Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked while administering propofol. The following information was provided by the initial reporter: "the tubing starting leaking from the connector piece that connects the priming part of the tubing to the tubing that is placed inside the alaris pump. The leak occured while the clinician was administrating propofol during a procedure. The propofol got inside of the alaris pump itself due to this leak."

Manufacturer narrative:
H.6. Investigation: a sample has been received and tested by our quality team and the customer's complaint of leakage has been verified. The sample was tested with infusion of blue dye solution and visual inspection under microscope. The root cause for this failure is likely due to improper loading techniques performed by customer. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd alaris pump module smartsite infusion set leaked while administering propofol. The following information was provided by the initial reporter: "the tubing starting leaking from the connector piece that connects the priming part of the tubing to the tubing that is placed inside the alaris pump. The leak occured while the clinician was administrating propofol during a procedure. The propofol got inside of the alaris pump itself due to this leak."